Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 114 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Pump received with cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube threads and cracked display window at the upper right side corner. No cracked on left side of lcd screen noted.